Manufacturer narrative:
Conclusion code: no available code for undetermined or unknown cause. The customer¿s report of fluid infusing faster than expected was confirmed and replicated. The pcu event log showed that on (B)(6) 2016 at 3:24 pm a primary infusion was programmed using guardrails for plain IV fluid at a rate of 80ml/hr with a vtbi of 900ml. On (B)(6) 2016 at 7:17 am a secondary infusion of cefazolin 1 gram/50ml was programmed at a rate of 200ml/hr with a vtbi of 50ml. At 7:32 am the secondary infusion completed on schedule switching over to the primary at the rate of 80ml/hr. At 9:54 am an air-in-line alarm occurred. At 10:01 am the module was powered off. Visual inspection of the pump module showed that the platen upper hinge post was broken. Rate accuracy verification found the device was infusing out of specification with long periods of unregulated flow. The cause of the fluid infusing faster than expected was a broken platen upper hinge post. The cause of the breakage was not identified.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported 1000 ml IV bag with rate of 80 ml/hr was hung at 9:30. Nurse returned for air-in-line alarm at 11:45 and found empty bag with device displaying vtbi as 796 ml. Device and set were sequestered. No patient harm was reported as a result of the event.